Manufacturer narrative:
Evaluation shows the left tip has broken off. The right tip is still intact. A scar has been issued to the supplier to further investigate the issue.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip while picking up a matrix ring (outside of a patient's mouth); no injury resulted.